Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a 4.9 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as a normal, straight forward anatomy. It was reported that a type IV endoleak was noted after stent graft placement. The physician will monitor the patient. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).